Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam inside the blower kit and blower foam degradation additionally, the service technician also noted a dust fail contamination and has a presence of error code e63 err_stuck_knob_key, e53 err_comp_log_sem_timeout, e65 err_therapy_queue_full, and e62 stuck_ramp_key. The device was scrapped by the service center after the evaluation was completed